Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014. It describes the occurrence of ectopic pregnancy 2 years after successful confirmation test and device ineffective in a female pt of unspecified age who had essure (fallopian tube occlusion insert) inserted. No info given on pt's history, past drugs and concurrent conditions. It was not reported whether the pt received any concomitant medication. On an unspecified date, the pt had essure (fallopian tube occlusion insert) inserted, lot number tu00, for sterilization. On an unspecified date the pt experienced ectopic pregnancy 2 years after successful confirmation test. Reporter causality: the relationship between the events and essure is not reported. F/u received on (B)(6) 2014: f/u attempts were done without success and case closed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.